Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a fall where they slipped out of bed and knocked their hip around (B)(6) and thought they may have disrupted the system. Patient experienced bladder leakage and was initially not sure if it was due to the fall or due to stopping the medication gemtesa; however, they noticed they were no longer feeling stimulation sensation. Patient checked their therapy status, was able to increase amplitude by 0.1 and felt a stimulation sensation again in their pelvic floor.